Event description:
The customer reported the 9600+ system displayed an error code on the right workstation monitor during boot-up. The c-arm will not allow the customer to enter the patient information. No patient injury.

Manufacturer narrative:
The service rep replaced the cmos clock battery. He reseated the ic's on the communication board, cleaned the contacts, and reseated all of the boards and connectors. He also checked all voltages. The system operates as intended.